Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device that all labels were still intact. It confirmed one battery contact deformed. No records related to the reported event were identified in the log. It was not confirmed the reported issue. Flow accuracy was normal. Product is beyond 2 years from manufacture date of 2020-03 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported the pump had a discrepancy between the displayed value on the screen and the remaining value were observed. No patient injury. No patient injury. No additional information is available for this complaint.